Manufacturer narrative:
Event site name: (B)(6) hospital. Event site address: (B)(6). Event site postal code: (B)(6). Event site telephone: (B)(6).

Event description:
It was reported that during routine startup test of the cs100 intra-aortic balloon pump (iabp), no counterpulsation pressure was found in the iabp, rendering it unusable. There was no patient involvement. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and confirmed the compressor stopped working and automatic inflation failed, confirming that the compressor was faulty and requesting a replacement. The pump assembly was replaced and the fault was cleared. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The equipment is functioning normally and returned to use.